Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The right ventricular lead exhibited noise. The patient was brought into the clinic and the noise was reproducible, and it was observed that the lead had fractured. The lead was capped and replaced.